Event description:
It was reported that the insulin pump alarmed button error and could not be cleared due to unresponsive keypad. The customer's blood glucose was 71 mg/dl. The customer stated that the device was exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, a broken belt clip slot, a stained end cap sticker and cracked battery tube threads.